Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will not likely be returned for evaluation.

Event description:
On 03/27/2024, infutronix received a report that an IV administration set had a "tubing issue- physical damage in fluid path and also leakage in the bag. The infusion cannot resume without causing delay in treatment. No patient harmed.